Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l powermidline midline catheter. The sample was received with caps on both luer adapters. The catheter was not trimmed. Microscopic inspection of the sample was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (15 seconds) hydraulic pressurization. No functional deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of redr0534 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there is a midline leak at puncture site, with absence back on track. Device put on dec 13th and issue on 15th. Administered product: meropenem.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0534 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there is a midline leak at puncture site, with absence back on track. Device put on dec 13th and issue on 15th. Administered product: meropenem.